Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of less than 50 mg/dl. The customer did not provide information on treatment, symptoms, or events that may have lead to the low blood glucose level. The customer only requested educational information and troubleshooting was not performed. The insulin pump was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.